Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was great resistance when attempting to release the stent on a 5mm x 150mm smart flex vascular self-expanding stent (ses) delivery system. The deice was withdrawn from the patient and still could not be released smoothly after withdrawing it from the body. There were no reported injuries to the patient. This was during a procedure to treat a lower limb artery. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: the device was returned with the stent partially deployed.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, there was great resistance when attempting to release the stent on a 5mm x 150mm smart flex vascular self-expanding stent (ses) delivery system. The device was withdrawn from the patient and still could not be released smoothly after withdrawing it from the body. There were no reported injuries to the patient. This was during a procedure to treat a lower limb artery. Additional information was requested but was not provided. The device was returned for evaluation. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked for product evaluation. A thorough inspection revealed a kink located approximately 119 cm from the distal tip. The inner shaft assembly (hypotube, inner shaft, distal tip) was separated and not returned for analysis. The stent was partially deployed with no visible damage. The hemostasis valve was tightly closed. No other significant details were observed on the returned device. A functional test was not performed due to the severe kink and separation, which impeded normal functionality. The event of ¿stent delivery system (sds) deployment difficulty partial deployment¿ was visualized and the device was returned with the stent partially deployed. Additionally, subsequent findings of ¿guidewire lumen (inner shaft) separated was also visualized as the inner shaft assembly (hypotube, inner shaft, distal tip) was not returned for analysis. However, the exact causes of the damage noted, and events reported cannot be conclusively determined as there is no mention of the inner shaft assembly separating during use. The device was returned in poor condition, and functional analysis cannot be performed due to the condition of the device as received. Based on the information available for review, procedural factors, vessel characteristics and handling of the device during the procedure likely contributed to the events reported as evidence by the analysis and condition of the returned device. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, there was great resistance when attempting to release the stent on a 5mm x 150mm smart flex vascular self-expanding stent (ses) delivery system. The deice was withdrawn from the patient and still could not be released smoothly after withdrawing it from the body. There were no reported injuries to the patient. This was during a procedure to treat a lower limb artery. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: the device was returned with the stent partially deployed. Product evaluation revealed the inner shaft was separated from the device.